Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event - estimated. There was no reported device malfunction and the product was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Angina is listed in the xience prime everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. Based on the case information and related record review, a conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined and there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2014, the patient underwent a coronary stenting procedure with implantation of a 2.25 x 28 mm xience prime stent in the mid right coronary artery. In (B)(6) 2016, the patient was re-hospitalized with angina, diagnosed as coronary heart disease. Medication was administered and the event resolved in (B)(6) 2016. The patient was re-hospitalized in (B)(6) 2016 with angina, diagnosed as coronary heart disease. Medication was administered and the event resolved in (B)(6) 2016. No additional information was provided.